Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka on (B)(6) 2012, the lgn xlpe ps insert sz 5-6 9mm broke. A revision surgery was performed on (B)(6) 2022 to exchange into a new poly. The current health status of patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the fracture was confirmed. The clinical/medical investigation concluded that, the two undated photos of the explant confirmed the breakage of the insert. However, the photos alone do not aid in the clinical investigation of the root cause of the reported event. Therefore, based on insufficient information, a thorough medical assessment could not be performed at this time but the patient impact is limited to the revision procedure. Should any additional relevant clinical information be provided, this complaint would be re-assessed. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported incident could be corroborated as the device was broken and it was required a revision surgery. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.